Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a cuff malfunction and air leakage. The patient continued to have increased respiratory distress, high respiratory rate and had events of desaturation despite being in the ventilator. The patient had to be sedated, paralyzed and re-intubated.